Event description:
Consultationfor progressive thigh pain. It was decided to replace the mom bearing couple with a ceramic on ceramic bearing couple. Alval was suspected. During revision surgery, aspect of periarticular tissue necrosis was confirmed by histological examination.

Manufacturer narrative:
Examination of the returned devices by a depuy cpd engineer finds nothing outward to suggest product problem. Examination of the provided patient x-rays finds the implants appear to be placed in proper position. It cannot be determined, with the x-rays provided, that the complaint is product related. Review of device history records and sterilization certifications finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. Additionally, research finds several other devices from each of the reported lots show delivered to an end customer and as no other reports have been received, it is assumed they have been implanted successfully without issue. The investigation can draw no conclusions with the information provided. It should be noted, the patient was implanted (B)(6) 2011 and revised on (B)(6) 2012. Infection more than 1.5 years post-primary is not likely to be device related. Based on the performed investigation and inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.